Manufacturer narrative:
Continued: h6- f1905. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: gel bleed, rupture. Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Gel fracture- post operative: not observed gel fracture in the device. Pain: unable to observe as it is not related to the device. Rupture: not observed openings during the analysis. Additional observations: observed deformation on the device. No further actions are required as the device was implanted.

Event description:
MRI central reviewer reported "rupture and gel fracture". Healthcare professional later reported "pain and concern with the product". This record is for the right side. Device has been explanted.